Event description:
It was reported that the handpiece was leaking an unk substance. This was found prior to a case while testing. Another device was used for the procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the eval found no sign of leakage. There is small amount of mineral deposit build up on the inside rear portion of handle. This report will be updated if add'l info from the investigation requires.